Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device powered off by itself without sounding an audible alarm tone. The device was returned to the biomedical engineering department with an unsigned note that stated, "needed a repair." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, device powered off by itself without sounding an audible alarm tone. Though requested, no additional information was provided.